Event description:
Report received from abbott international affiliate which states "leakage of blood (unspecified quantity) due to safest port failure, during blood withdrawal." Additional patient and event information has been requested, but no further information is available.